Event description:
The (B)(6) state public health newborn screening laboratory uses the perkinelmer screening center module of specimen gate (sgsc) software (a class I medical device) to store, retrieve, and process the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until patient report is generated and released. When sgsc software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. The newborn screening laboratory received 2 specimens for the patient. By protocol, two specimens should be sent for all babies born in (B)(6). The first specimen was received on (B)(6) 2014. The specimen was accessioned as "sn" which indicates a second specimen. The laboratory does not run irt and hgb on second specimens. The laboratory ran all other tests based on their protocol. The specimen was promoted to reportable after all tests were completed on (B)(6) 2014 at 10:30am. The laboratory must have realized that there was no first specimen for this baby and punched hemoglobin and irt on (B)(6) 2014 at 11:20am. Since the specimen had already been promoted to reportable status the mailer was printed on (B)(6) 2014 at 4:29pm while hemoglobin and irt were still in process. The mailer showed as test pending for both hgb and irt. The result for hgb was originally determined to be fa -normal. The laboratory changed the interpretation to fa+other on (B)(6) 2014 but did not recalculate the assay preventing the result code from being recalculated using the new interpretation. The assay was accepted on (B)(6) 2014 at 10:29am with a normal result code. After acceptance the laboratory manually changed the result code from normal to to be confirmed on (B)(6) 2014 at 10:36am in screening center result editor. Screening center does not create requests when result codes are changed. Since the specimen had already been reported, screening center reset the specimen so that another report would be generated. The second mailer was printed on (B)(6) 2014 at 11:43am. The second mailer showed hemoglobin as normal although the result code was to be confirmed. The irt result was found to be normal and was reported correctly on the second mailer. The laboratory punched the specimen again for hemoglobin with an initial test phase on (B)(6) 2014. The specimen was interpreted as fa-normal. The mailer was not printed again after this analysis. The second specimen, received on 9/15/2014, was not tested for hemoglobin per laboratory protocol and was reported on 9/17/2014 as not tested. The patient report released did not contain any erroneous content. Internal reference number: (B)(4).